Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's grandson was reported via phone call that they experienced low blood glucose level of 42 mg/dl. Customer¿s experienced blood glucose level of 240 mg/dl. The insulin pump had motor error alarm. . Customer stated that the insulin pump was not able to rewind. Drive support cap was normal. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No motor error alarm noted. Motor passed motor test. Device received with stripped battery cap coin slot(p).